Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('you can see the one isn't where its suppose to be') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and tooth fracture ("broke my teeth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation and tooth fracture outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device dislocation and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('you can see the one isn't where its suppose to be') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and tooth fracture ("broke my teeth"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device dislocation and tooth fracture outcome was unknown and the alopecia was resolving. The reporter considered alopecia, device dislocation and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.